Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery alarm functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported the hospitalization due to high blood glucose. Caller stated that the cannula was pinched and the insulin pump did not alarm. This is the second time this has happened; first time customer was hospitalized. The current blood glucose reading is 400 mg/dl. The hospital occurred in january. Caller stated that customer was treating the high blood glucose; the blood glucose was not coming down. Customer was admitted to ICU and treated with insulin drip. Nothing further reported.